Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.